Event description:
It was reported that the patient's implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.